Event description:
It was reported that the patient underwent posterior fusion at l5/s1 with posterior instrumentation and transforaminal interbody fusion using a cage, rhbmp-2/acs, and autograft. Intraoperative emg monitoring was performed and intraoperative x-rays were taken to show location. It was noted that there was a big annular defect or tear from where the disc herniation went through. A thorough discectomy and decortication was performed. Rhbmp-2/acs and autologous bone was inserted on lateral aspect of disc space. More autologous bone was used to keep the rhbmp-2/acs on the left. The cage was inserted with autologous bone inside the cage and more on the right side of the interspace. Rods and pedicle screws were placed and locked with set screws. The spinal canal was inspected for bony debris and found to be clean/clear. Autologous bone, rhbmp-2/acs and ceramic granules were applied to facet joint on left side. The patient tolerated the procedure well. No complications were noted during the surgery. The patient received pre-operative antibiotics. An unknown time post-op, the patient presented with right l5 radiculopathy with nerve root compression. At 472 days post-op, the patient underwent lumbar CT scan, following lumbar myelogram, which found instrumentation in good position. The right l4/s1 posterior facet joint had a new lucent lesion (3.4x1.6x2.1 cm) with a thin bony margin in l5/s1 facet joint. There was no evidence of surrounding tissue edema. CT scan also showed moderate degenerative posterior facet changes bilaterally at t11/12 and t12/l1 with small rounded lucency compatible to benign degenerative cyst at t11/12. There was mild stenosis of spinal canal and mild degenerative changes in l4/5 facet joints bilaterally and mild foramen stenosis, prominent on the left. The patient underwent revision surgery 589 days post-op which included resection of lumbar mass, l5 and s1 foraminotomy and removal of posterior instrumentation at l5/s1. It was confirmed that the patient had solid l5/s1 interbody fusion. The bony growth was emanating from the posterior aspect of the disc space. The bone was removed. Multiple specimens were obtained and sent to pathology. There were no intraoperative complications noted. Emg readings were stable throughout the procedure.

Event description:
It was reported that the patient underwent a posterior lumbar interbody spinal fusion surgery at l5-s1 to address chronic lumbar back pain. During the course of the surgery, the doctor implanted rhbmp-2/acs from a posterior approach into the patient's spine. After the surgery, the patient's post-operative period was reportedly marked by increasingly severe pain in his back and pain in his right leg. He also reportedly started experiencing restricted motion, difficulty sleeping, and difficulty with sexual activity. Imaging studies showed that the patient had ectopic bone growth and nerve compression at or near where the rhbmp-2/acs was implanted in his body. A CT scan showed a large expansive bone cyst on the right side coming from the disk space at the location of the lumbar interbody fusion, with severe hyperostosis and bony encasement of the nerve root and obliteration of the neuroforamen. Reportedly, this was causing the patient's symptoms of radiculopathy, along with dural irritation, and postlaminectomy syndrome. At 559 days post-op, the patient reportedly underwent revision surgery to remove the bone overgrowth. Reportedly, the patient continues to suffer pain in his legs and back from everyday activities, such as sitting, standing, and walking for extended periods of time.

Event description:
On (B)(6) 2009 the patient underwent a posterior spinal fusion l5-s1 using rhbmp-2/acs to treat recurrent disc herniation right side with neurologic deficit and severe radiculopathy. On (B)(6) 2009 the patient underwent a bilateral re-do l5-s1 discectomy and exploration of wound with evacuation of epidural hematoma and removal of extruded graft material from right foramen. Per the operative notes, 'on the (B)(6)' underwent a lumbar decompression and fusion of l5-s1 for a recurrent l5-s1 disc herniation. The patient awoke form surgery with some residual pain in his right leg. The next morning the pain was better but over the next several days it grew progressively more severe. MRI scan and CT scan were obtained. This showed the expected epidural hematoma but there also appeared to be some synthetic graft material out in the foramen in the l5 nerve root in the transforaminal lumbar interbody fusion site.' On (B)(6) 2010 the patient presented with low back pain. A CT scan of the lumbar spine without contrast was interpreted to indicate 'there is no evidence of hardware fracture or loosening. The right l5 pedicle screw mildly transgresses the lateral aspect of the spinal canal. There is partial bony fusion of the interbody graft at the l5-s1 level. A peripherally calcified cystic lesion is seen involving the right l5-s1 neural foramina. This is resulting in moderate right neural foraminal narrowing. This lesion measures 1.9 x 1.9 cm. This is most likely a sequel of the patient's bmp. The paravertebral soft tissues are unremarkable.' On (B)(6) 2011 the patient presented with low back pain 'eccentric to the right with a right radiculopathy.' On (B)(6) 2011 a lumbar myelogram and CT scan was interpreted to indicate 'pedicle screws and posterior connecting rods in ls and s1 vertebral bodies, intact, engaged and in good position. Intervertebral disk device in the side of ls-s1 disk space, in. Good position with no evidence of displacement. Mild irregularity auhe adjacent inferior endplate of ls and superior end plate of s1, probably normal and benign associated with the disk device. Changes of fusions of the posterior facet joint on the left, which appears intact. The right posterior facet joint has an expansile lucent lesion with thin surrounding bony margin in the area of the right ls-s1 facet joint . No evidence of surrounding soft tissue edema. This was not present on reoperative MRI of the lumbar spine (B)(6) 2009 and may be related to the surgery. A contained healed infectious process or granuloma are possibilities. The expansile lesion encroaches on the right lateral recess and mild .encroachment on the right neural foramen at ls-s1. Otherwise widely patent central spinal canal and thecal sac at ls-s1.' On (B)(6) 2011 the patient underwent surgery to treat extradural bony growth with spinal canal compromise and right-sided l5 and s1 rad 'iculopathy' with nerve root compression. The patient underwent resection of epidural compressive lumbar spinal mass, l5 and s1 foraminotomies and removal of instrumentation l5-s1 with revision of fusion. Per the operative report, the patient had 'previously undergone l5-s1 tlif procedure' he developed perioperative complication in which graft was extruded, this was revised, and then about 18 months following this procedure, he began developing radiating lower extremity pain and was found to have enlarging bony mass compressing the right side l5-s1 nerve root. The mass appeared to be growing along the tract of the tlif graft.' There were no noted complications. On (B)(6) 2011, the patient was diagnosed with papillary thyroid carcinoma. The cytopathology report indicated 'thyroid, left, fine needle aspiration: papillary thyroid carcinoma' (B)(6) male with left thyroid nodule. No history of malignancy.' On (B)(6) 2011, the patient presented to dr (B)(6) at (B)(6) hospital for evaluation. Per the physician's notes, 'he continues to have a stabbing, burning pain in his right buttock while walking and a numbness in his right plantar foot, which is constant. These symptoms are made better with lying flat. He states he was told that a repeat MRI showed a leakage of the bmp, and that his l5-s1 nerves were wrapped in bone.' 'Lumbar CT dated (B)(6) 2011, was reviewed' revealing evidence of prior l5-s1 fusion, and also a large extensive bone cyst was identified along the right, coming from the disk space along the previous tract of the transforaminal lumbar interbody fusion with hyperostosis and bony encasement of the l5 nerve root.' 'Plan: inflammatory reaction is expected to slowly improve; agree with not removing bone graft and no further intervention at this time.' On (B)(6) 2011, the patient underwent total thyroidectomy with intraoperative recurrent laryngeal nerve monitoring and left therapeutic central lymph node dissection to treat locally advanced papillary thyroid carcinoma.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Review of radiographic imaging studies found as follows: MRI (B)(6) 2007: sagittal t2 shows degenerative l4 disc with hyperintense zone (hiz) consistent with annular tear. Axial t2 shows ddd at l4 as well without central stenosis. No significant foraminal stenosis is seen at this level. MRI (B)(6) 2007: ap and lateral t1 and t2 sagittal and axial studies show minimal degenerative changes at l4 as above. No stenosis is appreciated. Ap and lateral lumbar x-rays (B)(6), 2009: pedicle screws present l5/s1 with capstone paracentral to the right. Good arthrodesis apparent. Chest xrays (B)(6) 2009: hilar prominence otherwise normal. (B)(6) 2009 xrays: pelvis shows no hip arthritis. Pedicle screws at l5/s1 again seen appear to be legacy. Lumbar MRI (B)(6) 2009: sagittal views again show l5/s1 fusion. Axial views show scar about the right s1 root along with evidence of posterolateral fusion. No clear fusion is documented on this study. Desiccation noted at l4 and l5 discs. Ap and lateral lumbar films (B)(6) 2009: screws are preset without rods. Rotation of tulips suggest interoperative view. Lumbar CT (B)(6) 2009: new interbody fusion noted at l5/s1 with spacer paracentral to the right along with bone graft material around the outside of the spacer. Good position of spacer is noted. Screw position appears appropriate. Lumbar CT (B)(6) 2011: solid l5/s1 interbody fusion with abundant bone about the left l5 facet. Gas is noted in the soft tissues po sterolaterally on the right. Soft tissue mass defect noted on the right obscuring the s1 root.